Event description:
The patient had central dysthesia syndrome thought to be a sequela of a stroke associated with deep brain stimulator lead placement. Patient symptoms included uncomfortable sensation in his stomach that goes down the right leg. The sensation had gotten worse over the past year. Reprogramming was attempted several times. A computerized tomography scan in 2008 revealed degenerative changes and canal stenosis at l4-5. Please see MFR. Report # 3004209178200902460. A follow-up report will be submitted if additional information becomes available.